Manufacturer narrative:
Neither the complaint instrument nor the angiographic material was returned for analysis. Therefore no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation for the product detailed above confirmed that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the conducted investigations of the device being subject to this complaint, no manufacturing or material related root cause could be determined.

Event description:
The pulsar-18 t3 peripheral artery stent system was selected for the treatment of a severely calcified lesion in the sfa. The implantation of the stent was successful. It was reported that during withdrawal through the introducer sheath the inner shaft got stuck on the gw and separated from the handle. No patient injury was reported.